Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the retractor band and inseparable was defective. A field service engineer cleaned cubie trays, inspected the sensors, inseparable, latch, controller card connections and retractor band connections, re-seated all of the connections, replaced retractor band, replaced inseparable and successfully tested it. Customer tested and verified. Preventative maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer 6 was failed. Customer was able to recover the drawer but failed soon after. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.